Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error and beeping. Customer's blood glucose was 130 mg/dl. Alarm and possible causes were explained to the customer. Customer reported the device was dropped in water, when asked if customer recalled any significant events that may have caused the device to alarm. Customer was advised to revert to back up plan and revert to back up. Troubleshooting for moisture damage and damage was done on the device. The device was cracked below the reservoir window, but it might not be a crack customer was not sure. Customer was not sure how damaged occurred. No further information reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a cracked belt clip slot.